Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the part of the device broke away, became detached allowing the tube to fall apart which happened days after insertion. There was no patient injury.